Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the circumflex artery. A 3.00x20mm synergy ii drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent fell off the stent delivery system (sds). The dislodged stent was then snared and the entire system was removed. The procedure was completed with a different device. No further patient complications were reported.